Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A lead was inserted into each lead barrel. When tightened, each set screw held the lead in place. The right ventricular seal plug and set screw were removed from the header and visual inspection noted no cross threading damage to the screw or connector block. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the implant procedure when the physician connected the chronic non-boston scientific right ventricular (rv) lead into the device header, the rv lead did not capture and less than two seconds of asystole occurred. It was noted that the lead did capture appropriately with the pacing system analyzer. The field representative noted that the physician had turned the rv pacing set screw counter clockwise multiple times, which may have affected the connection of the lead to device or compromised the physical attribute of the set screw. After troubleshooting, the physician opted to implant a new device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.